Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on (B)(6) 2022 an iab was inserted in the patient by the femoral artery, the balloon ruptured around 5 minutes of operation, and blood was found in the catheter. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death. The patient was in critical condition prior to use of the device. No medical intervention was performed aside from catheter replacement in the same site, the left femoral artery. The delay in therapy did not cause harm to the patient. The patient's current condition was reported as fine.

Event description:
It was reported that on (B)(6) 2022 an iab was inserted in the patient by the femoral artery, the balloon ruptured around 5 minutes of operation, and blood was found in the catheter. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death. The patient was in critical condition prior to use of the device. No medical intervention was performed aside from catheter replacement in the same site, the left femoral artery. The delay in therapy did not cause harm to the patient. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The lot number (18f22c0035) recorded on the complaint report matches the lot number on the original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Returned with the sample were supplied semi-finished kit components including short arterial pressure tubing and inflation driveline tubing; the returned inflation driveline tubing was noted with a missing connector. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane). The distal end of the teflon sheath was noted at approximately 2.8cm from the iabc distal tip. Buckling to the teflon sheath extrusion was noted approximately from 2.7cm to 14.6cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The exposed portion of the iabc bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 36.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. A small amount of dried blood was noted within the iabc bladder membrane. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed correctly per the instructions for use (IFU). As a result , an in-service for the customer is requested to reiterate the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0062in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve connected to the iabc short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was removed from the iabc bladder and moved towards the iabc bifurcate with some force required. Upon removal of the sheath, no visual damage was noted to the iabc bladder; some blood was noted within the iabc bladder membrane. The iabc was leak tested and a leak was immediately detected near the distal end of the bladder membrane. Under microscopic inspection, a puncture was noted on the iabc bladder. The puncture to the bladder is consistent with contact from a sharp object and was noted at approximately 2.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon ruptured around 5 minutes of operation, and blood was found in the catheter" is confirmed. During the investigation, a puncture consistent with contact from a sharp object , was found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instructions for use (IFU). An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that on (B)(6) 2022 an iab was inserted in the patient by the femoral artery, the balloon ruptured around 5 minutes of operation, and blood was found in the catheter. As a result, a new iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death. The patient was in critical condition prior to use of the device. No medical intervention was performed aside from catheter replacement in the same site, the left femoral artery. The delay in therapy did not cause harm to the patient. The patient's current condition was reported as fine.